Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during a surgical procedure, it was noted a loss of insufflation. The instrument was removed from the patient and the trocars were checked. It was noted that a portion of the balloon of the da vinci port fell in the patient. Also noticed was the da vinci cannula was shattered. The camera was removed and undocked the robot from the camera port. The trocar was replaced with a new one, redocked and procedure was completed. A small thoracotomy incision was made to retrieve the balloon portion. No patient injury reported.